Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with 24 episodes of inappropriate automatic mode switch (ams) due to oversensing on their right atrial (ra) lead. The cause of the oversensing was suspected to be lead noise. There were no patient symptoms and the device would continue to be monitored. The patient was in stable condition.